Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure a 12mm stone was captured using the trapezoid¿ rx lithotripter compatable basket. An attempt to crush the stone was made and failed because the stone was too hard. An alliance ii handle was then used in conjunction with the lithotripter basket in an attempt to crush the stone, however, the handle of the lithotripter basket broke leaving the stone uncrushed within the basket. The physician used an emergency lithotripter device to crush the stone thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of handle broken. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found residue present indicating use or handling. The customer only returned the distal portion of the wire basket assembly. The handle assembly was not returned for analysis. The basket tip was detached and was not returned. The pull wire was bent in multiple places. Additionally, proximal end of the fractured pull wire was necked down and broken into "v" shape indicating that the wire had most likely sheared apart . A material review of the sub-assembly basket component found no anomalies and concluded that the wire basket assembly met specifications and the DHR review confirms that the accepted devices met all manufacturing specifications. An evaluation of the handle assembly could not be performed because the handle assembly was not returned for analysis. The evaluation concluded that most likely the pullwire failed during use and the customer reported the failure as handle broken. The specific cause of the failure cannot be identified because the handle assembly and other components were not returned. Therefore, the most probable root cause is undeterminable. A review of the device history record (DHR) of returned lot confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints have been reported for lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure a 12mm stone was captured using the trapezoid¿ rx lithotripter compatable basket. An attempt to crush the stone was made and failed because the stone was too hard. An alliance ii handle was then used in conjunction with the lithotripter basket in an attempt to crush the stone, however, the handle of the lithotripter basket broke leaving the stone uncrushed within the basket. The physician used an emergency lithotripter device to crush the stone thus completing the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.